Manufacturer narrative:
The initial medwatch reported the returned device found a dent by the nozzle, which was inadvertently submitted as a reportable malfunction. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomenon identified in b5, the following phenomena were identified during the evaluation: peeling cement on the light guide lens; peeling cement on the objective lens; and a dent by the nozzle area of the distal end plastic cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was a dent by the nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.